Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No insulin flow blocked alarms noted. The device was monitored for several days and no unexpected heating up or hot to the touch noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 487 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report that the insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.